Event description:
Intuitive, davinci, endowrist, one, vessel sealer blades did not fully detract following use during the procedure. Diagnosis or reason for use: robotic, radical prostatectomy, pelvic node dissection. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.